Manufacturer narrative:
(B)(4). Batch # t5ar1r. Investigation summary: the analysis results showed that seven gst60b cartridge reloads were returned with drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment., it was reported that: packaging device issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Batch (B)(4). Additional information requested and received: can you please provide more event details? When was the metal pan noticed to be bent and out of alignment? Before surgery when setting up back table. Did this occur while the reloads were being removed from the packaging? It was noticed at this time. The devices came out of the package bent and out of alignment. Or, did this occur while loading or removing the cartridge (s) into/from the stapler? No. Did the same exact issue occur with all eight reloads? Yes.

Event description:
It was reported that prior to the start of an unknown procedure, upon visual inspection of the stapler cartridge reload, it was noted that the metal pan was bent and out of alignment. Six blue cartridge reloads and two white cartridge reloads were noted to have the issue. The cartridges were put aside and another like cartridge was opened for use. There were no patient consequences reported. This is all the information known/available regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data. Investigation summary: the analysis results showed that seven gst60b cartridge reloads were returned with drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from the proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Batch t5am87 t5a72n t5aw36 r5ak3c t5a269.